Event description:
It was reported the attachment device had an unknown malfunction. The device was left on a desk with a repair tag on it. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device. An assessment was performed and found that the cutter could not be inserted into the device . The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.